Event description:
Information received by medtronic indicated that the insulin pump had vertical lines on pump and had physical damage. Customer had four lines and they were of different colors like red, blue, green and red again. They were thin lines. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Customer returned pump for missing segments/partial display and cosmetic damage at battery compartment found on event date of (B)(6) 2022. Pump received with missing segments/partial display. Pump successfully passed the displacement test and self-test. Tested with a test p-cap and test p-cap properly locked into reservoir. No errors or alarms occurred during testing. The pump was cut open to perform a visual inspection and no physical or moisture damage was found on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked case, missing display window/cover, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay. Missing segments/partial display confirmed. Cosmetic damage confirmed at corner of belt clip rails.